Event description:
Complainant alleged that the physician was attempting to cardiovert a fifty-five to sixty year old male patient in atrial fibrillation using anterior/posterior paddles with the device. The physician attempted to deliver two 200 joule shocks to the patient, but there was no apparent energy delivery to the patient, as there was no patient movement. In addition, there was no indication of shock delivery on the monitor screen or on the egg recorder strip. The physician then changed to a standard paddle set on the device and successfully cardioverted the patinet at 200 joules. The complainant indicated that there was no adverse effect on the patient as a result of the reported failure.